Manufacturer narrative:
A correlation between the device and the reported patient expiration due to a bleed in the brain could not be determined; however, the instructions for use lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The pump was not explanted and is not available for evaluation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2014 due to a bleed in the brain. No further information was available.

Event description:
It was reported that the cause for the bleed was unknown. The physician noted that the device was not believed to be at fault for the event. It was noted that the patient was post-op from a cholecystectomy and had also contracted aspiration pneumonia. His inr at time of death was 4.5; he had been off of anticoagulation for surgery and was sub therapeutic according to the physician. It was reported that log files were not available for the event. The pump was not explanted.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.